Manufacturer narrative:
During a follow up on july 24th, 2023, the distributor reported the event date as (B)(6) 2023.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.